Manufacturer narrative:
Analysis was performed to the returned device. The reported difficult to insert the guide wire was confirmed. Production record and corrective and preventive action (CAPA) reviews were performed and revealed that this event has been deemed to be related to a potential product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulty to insert the guide wire was concluded to be related to potential product quality issue due to the pinched seal valve inside the sheath. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. The unexpected medical intervention appears to be related to circumstances of the procedure. Corrections: d1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated. D4 - lot #: updated from 4022842 to: 4022341. D4 - primary UDI number: updated from (B)(4). H4 - device mfg date: updated from 2/28/2024 to 2/23/2024.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using a prostyle device after an interventional cardiac ablation procedure with a large-bore sheath. Reportedly, it was difficult to insert the guidewire (0.035 inch) in the prostyle¿s guidewire lumen. The device was removed, and the guidewire lumen was soaked in saline; however, the guidewire was still unable to be inserted. A new prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.